Event description:
While the probe was being disconnected from the system at the conclusion of a cryosurgery case, some liquid nitrogen escaped from the connector port. Some liquid nitrogen struck the nurses glove and froze. There was no reported injury.